Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a lead integrity alert and the patient received inappropriate shocks for ventricular tachycardia. It was also reported that all ventricular fibrillation (vf) therapies were exhausted, and there was over-sensing/noise seen on the vf episode. Additionally, the shock therapy delivered was less than what was programmed; below maximum energy was delivered. The physician asked the family to take the patient to the hospital with the intention to ¿turn off the therapies and replace the lead.¿ no further patient complications have been reported as a result of this event.